Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that after software upgrade there was more occlusion alarms despite there being any occlusions. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: describe event or problem. Additional information: imdrf annex e, f codes and manufacturer narrative. Investigation summary: the report of after software upgrade there was more occlusion alarms despite there being any occlusions could not be confirmed or replicated. No devices were returned for investigation. The event date was not reported nor the event time. Laboratory testing was not able to be performed due to no devices being returned for investigation. No logs were received for investigation; therefore, a log review could not be performed. There was no information on patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported after software upgrade there was more occlusion alarms despite there being any occlusions was not identified during investigation. No laboratory testing or log review could be performed due to no devices being returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that after software upgrade there was more occlusion alarms despite there being any occlusions. This was reported to bd representatives during their site visit. There was patient involvement but no harm.